Event description:
During transport from surgery to ICU of a unstable post CABG patient a baxter infusion pump failed and turned off due to battery being low. The failure occurred which terminated the infusion of inotropic support causing a critical change in pt vital signs. Dates of use: one day.